Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, a versacross large access solution was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a pre-existing trace pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross large access system. The versacross was removed and a watchman fxd double curve access system (was) was inserted yet a decision was made to exchange for a watchman trusteer access system (tas) instead for better access to the laa. An laa angiogram was taken with a pigtail catheter. A 24mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed yet it was undersized so it was removed and exchanged for a 27mm wds. The 27mm wds was deployed and release criteria met, so it was subsequently implanted. Upon removal of the tas, a pe around the right atrium was noted, and it was determined at the time to be similar to pre-procedure pe and stable. The procedure was concluded. The patient was sent to recovery to monitor and follow up with transthoracic echocardiogram (tee) imaging. The patient experienced cardiac tamponade and hypotension, so a pericardiocentesis was then performed where 300cc of fluid was removed. A pericardial drain was left in place and the patient was kept hospitalized overnight. The device is not expected to be returned for analysis (disposed). On (B)(6) 2025: no tsp difficulty noted. Act was 330. Patient has been discharged.